Event description:
Physician performing a tha while drilling the acetabulum, the flexible drill broke. All pieces of drill bit were retained. A new drill bit was open to sterile field and surgery went on without incident. Smith nephew flexible drill 35mm #71362935. FDA safety report ID# (B)(4).